Event description:
Inew information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and r ¿ wave amp variation. As received, a complete lead was returned for analysis with the helix partially extended and clogged with blood / tissue. Visual and x-ray examination of the lead did not find any anomalies. After cleaning the lead, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture, and r ¿ wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient presented in clinic with bradycardia and fatigue. Their right ventricular (rv) lead had r-wave amplitude variation and loss of capture. An x-ray revealed the rv lead had dislodged. Programming changes were made to restore normal parameters. The patient was stable.